Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, complication in site preparation (too soft bone buccally, hard cortical bone with undercut on lingual side), inadequate bone quality/quantity, bone resorption, mobility.